Event description:
It was reported that the patient was infected so the surgeon performed an I & d and replaced with new implants.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #6495-1-201, lot # snr6l, description: gmrs prox fem standard right. Cat # 6495-6-120, lot # s7kcp1, description: gmrs extension piece 120mm. Cat # 6260-5-128, lot# 36976703, description: 28mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if provided, will be submitted in a supplemental report.